Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports headaches, difficulty seeing at any distance in sun light, and a limited range of near vision. She has two pair of eyeglasses for intermediate and near vision which help, but the constant changing of the eyeglasses causes headaches. The patient also reports double vision. At a follow-up visit, the surgeon claims her problems are from stopping her postoperative medications too soon. At the consumer's request, the surgeon was not contacted. The consumer has a copy of her medical records, but will not release them. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis: the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 10/02/2008.